Manufacturer narrative:
(B)(4). A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
A silverhawk device was used for an atherectomy procedure. It was reported that plaque came out of side of nose cone during the cleaning process. The device could not be re-inserted through the sheath for more passes. A new silverhawk device was opened; however, the same problem was reported during the cleaning process after completing a few successful passes. No injury to patient. Both silverhawk devices were returned to the manufacture for the investigation. Upon analysis, it was observed that one of the device had a hole in tecothane coating exposing the inner lumen; whereas no hole to tecothane was observed for the second returned device. The report of damage for the silverhawk device in this report was confirmed upon investigation.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.